Event description:
It was reported that the subject device exhibited a blackout. The issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment full name: (B)(6). Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.